Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explant date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had bilateral punctures, in which the doctor used angio-seal devices for hemostasis in both sites. However, after deployment of angio-seal in one of the puncture sites, hemostasis was not achieved and there was still bleeding. There was no issue achieving hemostasis with angio-seal on the other site. The patient was in stable condition. The procedure was completed with manual compression on the affected site. Additional information was received on 20jul2021. The procedure performed for the patient prior to use of closure device was iliac stenting. A 6fr. Procedural sheath was used. A pre-deployment angiogram was performed. Additional information was received on 23jul2021. The estimated blood loss was less than 250cc.